Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it felt like it was in the wall of the uterus more than in the tubal lumen'), pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced dry eye ("vision problems/vision/eye problems type: dry eyes"), visual impairment ("decreased bluer vision"), vision blurred ("decreased bluer vision"), feeling abnormal ("brain fog"), anaemia ("anemia") and dysgeusia ("metallic taste"). In (B)(6) 2016, the patient experienced arthralgia ("pain in left hip") and sciatica ("sciatica pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), adenomyosis ("adenomyosis"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervical dysplasia ("infection (bladder/ urinary tract/vaginal) type: low grade squamous intraepithelial lesion"), depression ("psychological or psychiatric problems condition: anxiety & depression"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), depressed mood ("psychological or psychiatric problems condition: anxiety & depression, and down"), post-traumatic stress disorder ("post traumatic stress disorder"), rash pruritic ("rashes or skin conditions type: itchy rash,"), acne ("rashes or skin conditions type: acne,"), menstruation irregular ("irregular periods"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder") and pain in extremity ("pain in leg"). The patient was treated with surgery (hyst. (Full),salpingectomey (bilateral) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, dermatitis allergic, adenomyosis, psychological trauma, alopecia, dry eye, cervical dysplasia, depression, anxiety, depressed mood, post-traumatic stress disorder, visual impairment, vision blurred, feeling abnormal, anaemia, dysgeusia, menstruation irregular, premenstrual dysphoric disorder and sciatica outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, cystitis, vaginal haemorrhage, rash pruritic and acne had resolved and the fatigue, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anaemia, anxiety, arthralgia, cervical dysplasia, cystitis, depressed mood, depression, dermatitis allergic, device expulsion, dry eye, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, post-traumatic stress disorder, premenstrual dysphoric disorder, psychological trauma, rash pruritic, sciatica, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: essure placement in the left side in unusual fashion and 4 coils trailing in the right side inside the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:cervical dysplasia, arthralgia, pain in extremity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Reporter's information was added. Lot number was added. Added event abnormal bleeding (vaginal), abnormal bleeding, low grade squamous intraepithelial lesion, depression, anxiety, and down, post traumatic stress disorder, adenomyosis, acne, itchy rash, pain, dry eyes, decreased bluer vision, brain fog, anemia, metallic taste, irregular periods, premenstrual dysphonic disorder, pain in left hip, sciatica pain, pain in leg, it felt like it was in the wall of the uterus more than in the tubal lumen. Concomitant conditions was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it felt like it was in the wall of the uterus more than in the tubal lumen') and pelvic pain ('pelvic pain/chronic') in a 34-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced dry eye ("vision problems/vision/eye problems type: dry eyes"), visual impairment ("decreased bluer vision"), vision blurred ("decreased bluer vision"), feeling abnormal ("brain fog"), anaemia ("anemia") and dysgeusia ("metallic taste"). In (B)(6) 2016, the patient experienced arthralgia ("pain in left hip") and sciatica ("sciatica pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), adenomyosis ("adenomyosis"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervical dysplasia ("infection (bladder/ urinary tract/vaginal) type: low grade squamous intraepithelial lesion"), depression ("psychological or psychiatric problems condition: anxiety & depression"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), depressed mood ("psychological or psychiatric problems condition: anxiety & depression, and down"), post-traumatic stress disorder ("post traumatic stress disorder"), rash pruritic ("rashes or skin conditions type: itchy rash,"), acne ("rashes or skin conditions type: acne,"), menstruation irregular ("irregular periods"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), pain in extremity ("pain in leg"), piriformis syndrome ("piriformis syndrome"), inflammation ("inflammation"), flatulence ("gas pain ") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Full),salpingectomey (bilateral) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, dermatitis allergic, adenomyosis, psychological trauma, alopecia, dry eye, cervical dysplasia, depression, anxiety, depressed mood, post-traumatic stress disorder, visual impairment, vision blurred, feeling abnormal, anaemia, dysgeusia, menstruation irregular, premenstrual dysphoric disorder, sciatica, inflammation and flatulence outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, cystitis, vaginal haemorrhage, rash pruritic and acne had resolved and the fatigue, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anaemia, anxiety, arthralgia, back pain, cervical dysplasia, cystitis, depressed mood, depression, dermatitis allergic, device expulsion, dry eye, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, flatulence, genital haemorrhage, inflammation, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, piriformis syndrome, post-traumatic stress disorder, premenstrual dysphoric disorder, psychological trauma, rash pruritic, sciatica, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: essure placement in the left side in unusual fashion and 4 coils trailing in the right side inside the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Lot number: 50500523, manufacture date: 2010-02, expiration date: 2013-02. Concerning the injuries reported in this case, the following ones were reported via social media : flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information was added. Events: lower back pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it felt like it was in the wall of the uterus more than in the tubal lumen'), pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included obesity. On (B)(6)2010, the patient had essure inserted. In (B)(6)2016, the patient experienced dry eye ("vision problems/vision/eye problems type: dry eyes"), visual impairment ("decreased bluer vision"), vision blurred ("decreased bluer vision"), feeling abnormal ("brain fog"), anaemia ("anemia") and dysgeusia ("metallic taste"). In (B)(6)2016, the patient experienced arthralgia ("pain in left hip") and sciatica ("sciatica pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), adenomyosis ("adenomyosis"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervical dysplasia ("infection (bladder/ urinary tract/vaginal) type: low grade squamous intraepithelial lesion"), depression ("psychological or psychiatric problems condition: anxiety & depression"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), depressed mood ("psychological or psychiatric problems condition: anxiety & depression, and down"), post-traumatic stress disorder ("post traumatic stress disorder"), rash pruritic ("rashes or skin conditions type: itchy rash,"), acne ("rashes or skin conditions type: acne,"), menstruation irregular ("irregular periods"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), pain in extremity ("pain in leg"), piriformis syndrome ("piriformis syndrome") and inflammation ("inflammation"). The patient was treated with surgery (hyst. (Full),salpingectomey (bilateral) and hysterectomy (full)). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, abdominal pain, dermatitis allergic, adenomyosis, psychological trauma, alopecia, dry eye, cervical dysplasia, depression, anxiety, depressed mood, post-traumatic stress disorder, visual impairment, vision blurred, feeling abnormal, anaemia, dysgeusia, menstruation irregular, premenstrual dysphoric disorder, sciatica and inflammation outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, cystitis, vaginal haemorrhage, rash pruritic and acne had resolved and the fatigue, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anaemia, anxiety, arthralgia, cervical dysplasia, cystitis, depressed mood, depression, dermatitis allergic, device expulsion, dry eye, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, inflammation, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, piriformis syndrome, post-traumatic stress disorder, premenstrual dysphoric disorder, psychological trauma, rash pruritic, sciatica, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: essure placement in the left side in unusual fashion and 4 coils trailing in the right side inside the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:cervical dysplasia, arthralgia, pain in extremity. Lot number: 50500523 manufacture date: 2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. On 10-oct-2019: follow up 4 ,5 & 6 processed together. Social media received. Reporter added. Event added- piriformis syndrome and inflammation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it felt like it was in the wall of the uterus more than in the tubal lumen') and pelvic pain ('pelvic pain/chronic') in a 34-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced dry eye ("vision problems/vision/eye problems type: dry eyes"), visual impairment ("decreased bluer vision"), vision blurred ("decreased bluer vision"), feeling abnormal ("brain fog"), anaemia ("anemia") and dysgeusia ("metallic taste"). In (B)(6) 2016, the patient experienced arthralgia ("pain in left hip") and sciatica ("sciatica pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), adenomyosis ("adenomyosis"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervical dysplasia ("infection (bladder/ urinary tract/vaginal) type: low grade squamous intraepithelial lesion"), depression ("psychological or psychiatric problems condition: anxiety & depression"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), depressed mood ("psychological or psychiatric problems condition: anxiety & depression, and down"), post-traumatic stress disorder ("post traumatic stress disorder"), rash pruritic ("rashes or skin conditions type: itchy rash,"), acne ("rashes or skin conditions type: acne,"), menstruation irregular ("irregular periods"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), pain in extremity ("pain in leg"), piriformis syndrome ("piriformis syndrome"), inflammation ("inflammation") and flatulence ("gas pain "). The patient was treated with surgery (hyst. (Full),salpingectomey (bilateral) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, dermatitis allergic, adenomyosis, psychological trauma, alopecia, dry eye, cervical dysplasia, depression, anxiety, depressed mood, post-traumatic stress disorder, visual impairment, vision blurred, feeling abnormal, anaemia, dysgeusia, menstruation irregular, premenstrual dysphoric disorder, sciatica, inflammation and flatulence outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, cystitis, vaginal haemorrhage, rash pruritic and acne had resolved and the fatigue, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anaemia, anxiety, arthralgia, cervical dysplasia, cystitis, depressed mood, depression, dermatitis allergic, device expulsion, dry eye, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, flatulence, genital haemorrhage, inflammation, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, piriformis syndrome, post-traumatic stress disorder, premenstrual dysphoric disorder, psychological trauma, rash pruritic, sciatica, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: essure placement in the left side in unusual fashion and 4 coils trailing in the right side inside the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Lot number: 50500523 manufacture date: 2010-02 expiration date: 2013-02. Concerning the injuries reported in this case, the following ones were reported via social media : flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 9 and 10 were processed together.social media received. Reporter and event gas pain added. On 20-mar-2020: fu 9 and 10 were processed together. Social media received. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), adenomyosis ("adenomyosis"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems"). The patient was treated with surgery (hyst. (Full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, adenomyosis, psychological trauma, cystitis, fatigue, alopecia and visual impairment outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, adenomyosis, psych injury, bladder/urinary problems: bladder infection, fatigue, hair loss, vision probs, the plaintiff did not undergo this test were added. Case is now upgraded from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.